Manufacturer narrative:
Removed device code c62952 as it does not apply to this event. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. When asked what the circumstances were that led to the burning and tingling in the pocket, the patient indicated instead of a flutter when used, they got a tingling. When asked for the circumstances that led to the communication lost message, the patient replied that it timed out. When asked for the actions taken to resolve the issues the patient provided the date of the original call and stated, ¿not contacted¿ and that they would call in for device support. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/pelvic floor. Patient said they are feeling a "tingling, burning" at the implant site on their right hip. They noted it is "not bad", but they still feel it. They also said they felt a little "flutter" at the ins site on 2019-11-18, but stated that since implant that have "been feeling this at the implant site" and explained they haven't felt stimulation in their bike seat area. The call center reviewed stimulation considerations, expectations, and redirected the patient to their healthcare provider (hcp). During the call, stimulation was conformed on; they were at 0.7v noting they are getting good therapeutic relief and mentioned their bowel movements have been "pellets". They also reported getting the "communication connection lost" message "every time" they use their device. The patient noted that they are not out of range and the communicator and handset are charged. No further patient complications have been reported as a result of this event.